Event description:
Patient undergoing bilateral dbs electrode implant using leksell frame. One electrode was implanted, and CT used to check placement. Error was greater than acceptable or expected. The spare arc/ring was sterilized, and the electrode was reimplanted. Error was improved, but was not acceptable and not explainable by human error or natural deviations. The incision was closed. Intensive troubleshooting was performed. My partner was consulted as well for additional perspectives on causes. Additional scanning, and "phantom" targets that were non-invasive were targeted with the arc/ring. The leksell fiducial box was tested, with high but not unacceptable error per navigation system. Operation was aborted due to lack of functioning equipment; more than one possible malfunctioning piece of equipment, with a non-linear error that could not be resolved.